Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was not sure if her therapy was working. The patient stated she was leaving messages for the manufacturer representative (rep), but she had not heard back. The patient stated she had foot surgery 3 weeks prior to (B)(6) and turned the implanted off and was not sure if implant was turned back on. The patient noted she was going more often since the surgery. The patient did not feel stimulation for 3 weeks or prior and therapy was on. The patient synced with the patient programmer and was on program 1 at 1.2 v and therapy was on. The patient increased stimulation and felt stimulation in her leg and decreased stimulation back down to 1.2 v. There were no further complications that have been reported as a result of this event. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.